Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic knee repair, the pt sustained burns at the exit portal while a vapr electrode was in use. The complaint states that there was inadequate fluid flow through the joint space during the procedure. The pt sustained 1st and 2nd degree burns. The complaint device was discarded by the user facility. At this point in time, this is all of the info made available to mitek.